Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 9057747. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: based on the investigation results, an exact cause for this incident could not be identified. Rationale: per risk management document (B)(4), the severity of this defect (catheter damaged/defective) categorized as limited (s2) and the occurrence categorized as occasional (o3) equates to an overall risk level ¿low¿. Therefore, no corrective action will be taken at this time.

Event description:
It was reported that a hole was found in the bd saf-t-intima¿ IV catheter safety system extension tube while puncturing the peripheral venous access in the patient's upper left limb. The following information was provided by the initial reporter, translated from portuguese to english: "when puncturing peripheral venous access, in the left upper limb, intimate catheter nº22, it presents a defect (hole) in its extension. Because of this, it was necessary to remove the punctured access and puncture the patient again for a new access with an intimate catheter."